Event description:
It was reported that the customer was experiencing high blood glucose. The blood glucose reading at time of call was over 600 mg/dl. It was stated that the customer had bent cannulas and the insulin pump did not alarm no delivery. It was stated that the father feels his daughter is unsafe using the insulin pump and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.